Event description:
It was reported by a customer on (B)(6) 2011, the fiber laser beam fired out of different spots of the fiber at 230,000 joules. Also, it was reported that this fiber finished the procedure. No pt injury was reported.